Event description:
It was reported that a cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the alarm reoccurred. Customer reverted to an alternate method of insulin therapy.